Event description:
It was reported that t:slim x2 pump battery did not charge despite use of tandem charging cable, tandem wall adapter, and attempts to charge for at least 30 minutes, and issue persisted even after trying different wall adapters and charging cables, with pump not recognizing charging connection. There was no reported impact to the customer¿s blood glucose level. Customer planned to continue using current pump until replacement arrived, and technical support confirmed pump was under warranty, arranged replacement shipment, instructed customer to place problematic pump in storage mode and return it using pre-paid label within 10 days, and advised customer to manually enter pump settings and reconnect cgm to replacement pump, which customer understood and acknowledged.